Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 183074 - vanguard cr por fmrl-lt 75 - 260130; ep-189128 - e1 vngd as tib brg 18x83 - 519400. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02470, 0001825034-2021-02471.

Event description:
It was reported that the patient underwent a revision of the left total knee arthroplasty approximately 8 years after initial implantation for medial pain and osteolysis. Intraoperatively, a femoral implant fracture, metallosis in the synovial tissue, and a recurring medial femoral condyle cyst were encountered. The synovium was removed, the bone defect from the cyst filled, and both femoral and tibial components were exchanged without complications. Attempts have been made and no further information has been provided.